Manufacturer narrative:
The complaint description states that during the inspection of the returned devices, the orthokit technician noticed that the rods couldn't be impacted in the reamer. Also the baseplate of the rod batch number (B)(4), seems to be bent. The devices associated to the complaint were returned for analysis. The intern stem presents a deterioration / wear of the end of the distal part (diameter 3.6).this deterioration / wear were caused by the use. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 2 other similar complaints were reported for the affected product codes and lots combinations ((B)(4). Based on the information received and the investigation performed, the root cause of the incident is due to product wear. The breakage could be attributed to excess force applied during use. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit tecnician noticed that the rod couldn't be impacted in the reamer. Also the baseplate of the rod batch number (B)(4), seems to be bent.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.